Event description:
It was reported that a spectrum iq pump turned off while in use and displayed system error 110 (pic counts per cam error) during therapy in the cardiovascular intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'displayed error 110' was not reproduced. A review of the event history log (ehl) revealed occurrences of '110'. The event history log (ehl) review also revealed multiple events of "improper shutdown!". An "improper shutdown!" Message indicates that all power was lost from the pump however the log cannot be used to determine if the power was manually disconnected or the shutdown without user input. Also, the reported problem was not duplicated during evaluation and no component could be determined for causality. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be high hall effect sensor. The upper aux will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.